Manufacturer narrative:
Gtin number for item: mx9166, lot: 17026438 is (B)(4). The customer's complaint of a leak at the filter could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "noticed that tpn was leaking from IV line and it appeared to be coming from the filter. All connections were checked and were tight, and fluid was leaking from back of filter. Filter was changed under sterile conditions, and saved for supervisor, unfortunately, packaging was not available at time of incident to be saved." The customer reported that is it unknown how long the filter has been in use prior to the filter leaking or how the nurses are priming the filter prior to use.there was no report of patient harm.